Event description:
Device malfunction: embolic protection filter basket retrieval unsuccessful with initial recovery catheter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization stenting procedure in a heavily calcified left internal carotid artery, the physician was unable to pass the recovery catheter (rc) # 1 shapeable tip design smoothly to retrieve the filter basket. "Therefore, rc # 1 was removed and the tip was shaped to facilitate passage through the stent. Rc # 1 was reinserted, but when it was removed sheath access was lost, therefore, the filter basket had been displaced proximally"; as a result, the physician utilized the recovery catheter # 2 low profile, flexible design, with successful embolic protection retrieval. There were no reported patient effects throughout the procedure. It was noted that the subject was discharged to home as expected in mid 2007. No additional information is available. Study event.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.